Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 600cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient noticed a change in the shape and size of the implant. Rupture was diagnosed through magnetic resonance imaging. As a result, an explant is scheduled for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. Device replacement with a 650cc mentor memorygel breast implant was performed with explant. The investigation of the photograph provided was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: upon visual evaluation of the image provided, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).